Manufacturer narrative:
(B)(4). N/a other remarks: n/a corrected data: n/a.

Event description:
It was reported that "cath lab tech reported no issues with insertion or during the case in the cath lab. Post insertion and procedure in the cath lab, staff moved the patient from the table to the gurney where they reported getting a helium loss alarm. Reported they assessed and restarted therapy. At this time it was reported patient began to decompensate. Patient ended up coding and cath lab tech reported continued helium loss alarms with blood in the driveline. They reported they continued to restart therapy as 'the patient needed support more than ever'. Team coded the patient and continued CPR and continued therapy with known blood in the driveline. Patient ultimately expired. Iab remains in patient for autopsy at this time".